Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2018 and determined that the test well image in question were visually positive with a fuzzy button. An immucor field service engineer (fse) visited the customer site on (B)(6) 2018 to assess the testing instrument, and concluded the following. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2018, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.